Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device history log was returned and reviewed. The malfunction was observed in the device history log, however, we cannot determine root cause without the device returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.